Manufacturer narrative:
Initial emdr (B)(6) was submitted with incorrect common device name, contact office, and (device) problem FDA c-code. This emdr ((B)(6)) is being submitted with the corrected common device name, contact office, and (device) problem FDA c-code.

Event description:
Philips identified a software defect in the iscv system where dicom studies fail to export when an attribute exceeds 64 characters. Although no adverse events or patient harm were reported in the associated complaint ((B)(4)), this malfunction has been determined to be reportable. The defect may delay clinical workflows or hinder data sharing; if it were to recur, and under specific circumstances, it could potentially lead to delayed diagnosis due to limited access to imaging data necessary for timely clinical decision-making. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that the iscv export malfunction constitutes a reportable malfunction.